Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional had reported that during cataract surgery with intraocular lens (iol) implantation, lens haptic stuck to optic. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.10. The manufacturer internal reference number is: (B)(4).